Event description:
Rn reported a home patient (hp) with a transfer set leak which was noted in the clamp area. The transfer set was in use for one week. The home patient received a transfer set change and was treated with intraperitoneal cefazolin 1 gm. No patient injury reported per rn.